Event description:
(B)(4). The dentist reported 2 months after the dental implant was installed in the patient's jaw it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed.